Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2017 using coolcurve+, to flanks on (B)(6) 2017 using coolcurve,, to submental on (B)(6) 2017 using coolmini, to mid/center abdomen on (B)(6) 2017 using cooladvantage plus, to flanks on (B)(6) 2017 using coolcurve, to mid/upper abdomen on 30-(B)(6) 2018 using cooladvantage, coolcore, to flanks on (B)(6) 2018 using cooladvantage, coolcurve+, to lower abdomen on (B)(6) 2018 using cooladvantage, coolcore, to mid/upper abdomen on (B)(6) 2018 using cooladvantage, coolcore. Who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as visibly enlarged, mildly firm disproportionately large supraumbilical adipose. On (B)(6) 2017 and (B)(6) 2018, the patient was assessed by a physician who diagnosed the above umbilicus (upper abdomen) with paradoxical adipose hypertrophy.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2017 using coolcurve+, to flanks on (B)(6) 2017 using coolcurve,, to submental on (B)(6) 2017 using coolmini, to mid/center abdomen on (B)(6) 2017 using cooladvantage plus, to flanks on (B)(6) 2017 using coolcurve, to mid/upper abdomen on (B)(6) 2018 using cooladvantage, coolcore, to flanks on (B)(6) 2018 using cooladvantage, coolcurve+, to lower abdomen on (B)(6) 2018 using cooladvantage, coolcore, to mid/upper abdomen on (B)(6) 2018 using cooladvantage, coolcore. Who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as visibly enlarged, mildly firm disproportionately large supraumbilical adipose. On (B)(6) 2017 and (B)(6) 2018, the patient was assessed by a physician who diagnosed the above umbilicus (upper abdomen) with paradoxical adipose hypertrophy.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to lower abdomen on (B)(6) 2017 using coolcurve+, to flanks on (B)(6) 2017 using coolcurve,, to submental on (B)(6) 2017 using coolmini, to mid/center abdomen on (B)(6) 2017 using cooladvantage plus, to flanks on (B)(6) 2017 using coolcurve, to mid/upper abdomen on (B)(6) 2018 using cooladvantage, coolcore, to flanks on (B)(6) 2018 using cooladvantage, coolcurve+, to lower abdomen on (B)(6) 2018 using cooladvantage, coolcore, to mid/upper abdomen on (B)(6) 2018 using cooladvantage, coolcore. Who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as visibly enlarged, mildly firm disproportionately large supraumbilical adipose. On (B)(6) 2017 and (B)(6) 2018, the patient was assessed by a physician who diagnosed the above umbilicus (upper abdomen) with paradoxical adipose hypertrophy.